Event description:
It was reported by service report that the scale was not working properly. No adverse consequences have been reported.

Manufacturer narrative:
Conclusion: the unit was evaluated for the user facility. The user facility was informed of the malfunction and is going to attempt to fix the issue themselves.